Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was no backflow of blood observed from the drip hole when the angio-seal device assembly was inserted into the artery. The device was then removed and replaced by another angio-seal device to continue the hemostasis procedure. Hemostasis was successfully achieved with the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Blood loss was less than 250cc. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update if the device was evaluated by MFR, and to provide the completed investigation results. One 6fr angio-seal sts plus was returned for product evaluation. The hemostasis sheath was returned mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the portion of the locator exiting the sheath tip was observed to be bent in the 'j' shape at the distal end of the sheath. The locator was then inspected under a fluoroscope for any anomalies which would have led to obstruction of backflow. Fluoroscopic inspection revealed multiple opaque tracts within the locator. Upon microscopic inspection, it was discovered that there was significant dried blood substance found near the blood inlet holes. Functional testing was conducted by inserting a 0.33" guidewire. The guidewire was attempted to be inserted into the mated hemostasis sheath and arteriotomy locator. The guidewire was unable to pass through the locator due to excessive dried blood like substance present within the locator. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the cause of the event was due to extreme off-axis angulation after insertion into the anatomy or blocking of the inlet holes by dried blood substance or a combination of both. However, the exact cause of the reported event cannot be definitively determined based on the available information.